Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure sore under one of the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised that they would like to apply a cream to the skin irritation. It is unknown if the nurse applied a cream. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.